Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced low blood glucose level of 45 mg/dl. Based on customer report customer did allege that insulin pump was over delivering the insulin. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was neither in emergency room nor admitted into hospital. The customer stated that insulin was squirting from end of set before connecting at their site. Displacement test was performed and insulin pump failed the test. The insulin pump will be returned for analysis.